Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health are provider (hcp) reported that a nerve monitoring device was not working properly. There was no patient impact.